Event description:
It was reported that a patient underwent a sling procedure in 1999 and mesh was used. The patient experienced incontinence. On (B)(6) 2001, the patient underwent a cystoscopy and it was noted that the mesh was through the urethra. At that time a partial piece of the mesh was removed. After the operation the patient was still incontinence and on (B)(6) 2005 she received an injection alloplastica urethrae with the bulking agent - (B)(4). Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.